Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) confirmed system remains stuck on the bios page. Upon troubleshooting, fse found there was no direct communication between the host pc and the ippc. The cause of the host pc failure could not be determined by the supplier's part analysis. To resolve the issue, fse replaced the hard drive and the host pc in another case. Fse also put the latest version of the software. After replacement of host pc and hard disk spare parts, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not start. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.